Manufacturer narrative:
(B)(4).

Event description:
The customer and his wife stated they received a temperature error on the meter. While troubleshooting with customer support, the caller stated segments were missing from the display field which could affect the interpretation of the results. There was no allegation of erroneous results being generated or actual misinterpretation of results due to the issue. There was no allegation of an adverse event. The temperature error was resolved after removing the code key and resetting the date and time. The meter was requested to be returned for further investigation. The customer said he is a physician, monitoring himself, and he got meter from the internet in 2010.

Manufacturer narrative:
The customer's meter was received for investigation. Visual investigations were performed and the circuit board was tested for damage or contamination. The pcb was found to be contaminated by a liquid which penetrated/corroded the solders contacts. This contamination can temporarily lead to the alleged issue. The root cause was determined to be contamination of the contacts due to improper customer handling or maintenance. According to the investigation, a risk for a customer to incorrectly read a value could be excluded as no meaningful number was displayed. Medwatch fields were updated.